Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure. The exact procedure date is unknown but it was reported that the tube was placed in the patient 7 months ago. According to the complainant, during the removal of the device, the internal bolster detached from the tube and fell inside the stomach. Reportedly, the detached bolster was removed using forceps via endoscope. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.